Manufacturer narrative:
(B)(4). G2: foreign: event occurred in australia. H6: suggested component code - mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 22 years post implantation due to disassociation of the head. Attempts have been made, and no further information has been provided.